Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2019 the following findings: during investigation, the keypad symbols worn off. There was a blank display at power up with audible and vibe. Unable to test any button due blank display. Removed the keypad and found contamination under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the bolus button and a blank display. This report is made based on results of investigation completed on 02-dec-2019.